Event description:
Literature was reviewed regarding self-expanding transcatheter aortic valve implantation in patients that previously underwent prosthetic mitral valve replacement. The study population included 31 patients who were predominantly female with a mean age of 68.7 years old. All patients were implanted with a medtronic corevalve or evolut r bioprosthetic valve in the aortic position. Six deaths occurred during the study follow-up period; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: high gradients requiring balloon dilatation, arrhythmia requiring permanent pacemaker implant, and major vascular complications (arteriovenous fistula and pseudoaneurysm) requiring surgical intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: ahmet kivrak et al. Self-expanding transcatheter aortic valve implantation in patients with severe aortic stenosis undergoing prosthetic mitral valve replacement: a single-center experience. Anatol j cardiol e-published on may 13, 2025 2025. Doi: 10.1474 4/anatoljcardiol.2025.5124. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.